Event description:
It was reported the insulin pump squirted insulin during manual prime. Customer was disconnected during manual prime. The piston continues to move forward after reservoir contact. Insulin squirted out and the device alarmed. No numbers appear on the screen or beeps heard. Unable to exit prime, customer used different sets. The device was not dropped, bumped, nor had water contact. The drive support cap does not appear to be damaged. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.